Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to physical damage to j2 pin 1, which was found to be compressed/damaged.

Event description:
It was reported to philips that the battery pca has bent pins. There was no reported patient involvement.